Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral ruptures of a saline implant. The device remains implanted. This complaint captures the right side.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, more than three openings side assessed as surgical damage. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported bilateral ruptures of a saline implant. The device has been explanted. This complaint captures the right side.